Event description:
Using syringe to inject insulin into an insulin pump - there are cuts in the syringe, so insulin goes spewing everywhere but into the insulin pump. No way to know how much insulin has been injected, and no way to tell syringe is faulty until you're injecting it into the pump. This is the third time this has happened to me with this box of syringes.